Manufacturer narrative:
It was confirmed that the sheath used was a sentrant device. It was noted that the reliant balloon was fully deflated for reinsertion. Dif information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary; there was no damage observed to the reliant device. The balloon was inflated and deflated with no abnormalities noted. The reliant device was loaded onto a 0.035-inch mandrel and advanced in a 16f sentrant sheath. There was no resistance noted advancing and retracting the reliant device. The reported insertion difficulties could not be confirmed through analysis of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant stent graft balloon was used during the endovascular treatment of an unknown stent graft with limb thrombosis. It was reported during the index procedure, difficulty was encountered when the physician attempted to reinsert the balloon through the sheath. The balloon was replaced with an additional reliant balloon and the procedure completed. Per the physician, the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.